Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is no longer supported by physio-control; therefore, parts and service are no longer available.  Physio recommended that the device be permanently removed from service.  The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted.  The customer had tried installing a known working battery; however, the unit still would not power on.   There was no patient use associated with the reported event.